Event description:
A homecare provider in (B)(6) reported that a patient who had been using an icon CPAP machine was experiencing chest pains after 3-5 days of use. It was reported that the patient felt pains when breathing deeply and did not feel them after switching to a different CPAP machine. It was reported that the patient went to his cardiologist for an assessment and his heart was found to be functioning normally.

Event description:
A homecare provider in (B)(6) reported that a patient who had been using an icon CPAP machine was experiencing chest pains after 3-5 days of use. It was reported that the patient felt pains when breathing deeply and did not feel them after switching to a different CPAP machine. It was reported that the patient went to his cardiologist for an assessment and his heart was found to be functioning normally.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the complaint CPAP device and completion of our investigation.

Manufacturer narrative:
(B)(4). Our investigation was carried out based on a review of the information provided by the complainant and device testing. Fisher & paykel healthcare has requested further information regarding the status of the patient. Although it was initially reported that the patient visited a cardiologist and that his heart was found to be normal, no additional information has been received. Method: the complaint CPAP was received by fisher & paykel healthcare ((B)(4)) for evaluation. The CPAP was tested for functionality and accurate pressure output. Following testing, the CPAP was disassembled and inspected internally. In addition to the tests carried out on the device, the user compliance and efficacy data was downloaded from the CPAP and reviewed. Results: the CPAP operated normally during testing and did not display any error codes. Pressure testing showed that the CPAP was delivering the correct set pressure. Internal inspection of the device revealed no abnormalities. A review of the data that was stored on the CPAP showed no irregularities. Conclusion: no fault was found with the CPAP as it operated normally during testing, outputted the correct set pressure and had no internal defects that would have resulted in abnormal operation. In addition, a review of the user compliance and efficacy data revealed no irregularities. Fisher & paykel healthcare is therefore unable to confirm or determine the root cause of the reported chest pains.